Event description:
It was reported that during the surgery, the anchor failed to fire and was jammed. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: this event occurred in brazil. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was unavailable by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, two curved suture devices malfunctioned; one device jammed and did not release the wire, and the other released both wires as if both shots were fired. Intra-operatively, while attempting to deploy the sutures, the surgical team completed the repair using household thread. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.